Event description:
A patient reported via a healthcare provider that the intestim was doing nothing but cause shocking all the time. Hcp was not able to say if the shocking goes away or if the stim was turned down or off. The issue started 9 months ago. It was suggested to turn stim down or off to see if shocking sensation goes away. There were no further complications that have been reported as a result of this event. The indications for use for this patient were urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.